Manufacturer narrative:
Tripped auxiliary power breaker due to anomaly in electrical circuit.

Event description:
It was reported by service report that the there was a loss of power to the auxiliary outlet of the bed. No patient involvement or adverse consequences are reported.